Event description:
It was reported the subject camera head had no cover glass. There was no patient involvement reported.

Manufacturer narrative:
E3-non-health care professional; e2-no. The device was returned to olympus for evaluation and the reported allegation of no cover glass was confirmed. The evaluation also identified additional issues of connector and cable flooding. Based on the results of the investigation, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.